Event description:
Donation center reported to haemonetics on november 14, 2023, a 59-year-old male passed on november 8, 2023 at their residence as noted by the donor's sister. (B)(6) medical examiner's office representative provided the preliminary cause of death and manner of death as hemorrhage stroke and the manner of death was reported as natural. Additionally, office representative mentioned the donor had a history of hypertension and diabetes. The donor did not disclose this information during the eligibility evaluations. The donor did not disclose any known allergies. No formal autopsy was performed but toxicology samples were collected and results are pending. The last donation by donor was (B)(6) 2023. There were no complications such as needle adjustments, resticks, collection exceptions or machine alarms noted during the (B)(6) 2023 donation and no complications after completion of donation. Donor had donated 83 times in the past twelve months. The donor appeared to have tolerated the plasmapheresis process procedures well with no adverse events in the past 18 months. There were no machine errors or issues with the disposables at the time of the (B)(6) 2023 donation.

Manufacturer narrative:
A haemonetics field service engineer performed an inspection of the collection system used in the procedure. Device passed all diagnostics and functional tests without issues. The device meets the specifications required by the manufacturer; no defects found. A review of the DHR reveals no issues during the manufacturing process that would contribute to this complaint. The device was manufactured according to approved procedures and met all specifications for release, with no noted manufacturing deviations, non-conformances or capas that would have contributed to the reported incident. The status of the disposables used with the system is unknown, however there were no recalls or adverse trends related to the product lots used in the procedure. There is no evidence to suggest that the donor fatality was related to the device or disposables used during the plasmapheresis procedure.